Event description:
Literature reference: c hamani, et al. "Deep brain stimulation for chronic neuropathic pain: long-term outcome and the incidence of insertional effect. Pain. 2006 (125) p188-196. The article is a retrospective analysis of long-term results of deep brain stimulation (dbs) for the treatment of neuropathic pain on 21 pts. On pt had a seizure in the or during insertion of the deep brain stimulation electrode.

Manufacturer narrative:
As a result of an internal audit, this report is being submitted. Literature reference: c hamani, et al. "Deep brain stimulation for chronic neuropathic pain: long-term outcome and the incidence of insertional effect. Pain. 2006 (125) p188-196.